Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for the past couple days the patient has not been able to connect to their device to charge it. Caller stated the handset and communicator are charged, but they can't connect to the implant. Caller added that the patient went to the ER a couple days ago. Caller noted the patient is needing an mra of their brain, and they need to put the device into MRI mode. Agent asked caller what error message was showing up when trying to connect, and caller stated, "unable to connect." Caller did not have the recharger or other equipment with them at the time of the call. Agent reviewed with caller to have the patient bring all of their equipment to the hospital and then call back for further troubleshooting. Additional information was received from a healthcare professional (hcp) on (B)(6) 2025. Agent reviewed MRI information with the patient's managing hcp. Technical services suggested that it may be best for the rep to meet with the patient to troubleshoot further if the implant can't be charged or the rep can put the implant into MRI mode if the implant was charged. The hcp noted they will work with the rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.